Manufacturer narrative:
The reported field event of sensitivity failure was confirmed in the laboratory. Hybrid testing determined the sensitivity failure was due to a defective analog integrated circuit. The device had reached elective replacement battery levels during testing at nominal settings.

Event description:
It was reported that during the device implant, decreased p-wave amplitude was observed. At the time, the physician elected to still implant the device without any adverse consequences to the patient. The device was later explanted and replaced due to normal battery depletion. The procedure was completed without any adverse consequences to the patient.